Event description:
Information received by medtronic indicated that the sensor was not ready after new battery replacement. Troubleshooting was performed for loss of communication. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with critical pump error/ open book image. P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 55 and pump error 53. Pump error 55 was triggered twice on 12/24/2023 at 15:45:414 and 15:55:00. Pump error 53 (main error log) (line 24578 and file number = 26276) was triggered three times. Per engineering troubleshooting guide, it was determined that pump error 53 was confirmed due to hardware issue with force sensor circuitry. Isolate to electronic assemblies. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. No physical damage noted during visual inspection. In conclusion, customer concern for no communication with pump to transmitter unable to confirm due to critical pump error/ open book image. Critical pump error/ open book image was confirmed due to pump error 53. Pump error 53 was due to hardware issue. Isolate to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.